Event description:
I had the essure implanted and was told that not only would it provide temporary birth control, but would stop spotting. I bled non-stop for 1.5 years. They told me they never told me it would help. (Not to mention- surgery was botched because the gynecologist had to get the senior gynecologist to help her put it in and a rep from the company the pain was unbearable.) I ended up having to get a total hysterectomy to fix this.